Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, the patient experienced episodes of ventricular fibrillation (vf) and the device delivered multiple shocks to treat the arrhythmia, however, the shocks were unable to terminate the vf. Upon investigation, low defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage was suspected to be the cause of the event. Abbott technical support was contacted and recommended lead replacement. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.